Event description:
It was reported that, "revised because cup had shifted, became malpositioned and new cup was implanted. Replaced insert and head as well."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. No further information is available, although it has been requested. If additional information becomes available, it will be submitted in a supplemental report.